Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be duplicated and no failure was identified on the returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the display was flickering. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. The device was evaluated by the field service engineer and the reported issue was confirmed and replaced the touchscreen to address the reported issue. The device has passed all tests and is back in service.

Event description:
The customer reported that the display was flickering. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.